Manufacturer narrative:
Updated fields: h2 and h11. Additional information: an intuitive surgical, inc. (Isi) received the e-100 generator for failure analysis evaluation. Upon visual inspection, no issues were found that would be related to the reported event. The generator was installed onto a test system where the unit was tested with 10 power cycles and 50 energy cycle cut/seal actions. The event was confirmed based on an error log review; however, the issue was not able to be replicated during in-house testing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy, the vessel sealer extend (vse) instrument did not seal properly when used with an e-100 generator. The instrument was inspected prior to use and initially functioned for a few minutes, but subsequently failed to deliver energy upon foot pedal activation, resulting in no sealing or heat effect. During the event, there was no audible signal while the pedal was pressed, and no error messages or alarms were displayed. The only visual aid was the lighted seal blue pedal on the arm when pressed. The target tissue, the ovarian artery, was less than 7 mm in diameter, had not been exposed to chemotherapy or radiation, and showed no calcification. No tissue was cut that was not sealed. The tissue was not under tension. The vse instrument jaws were neither immersed in liquid nor contaminated by carbonized tissue or bio debris, and they did not come into contact with a clip, suture, staple, or other metal object. No additional or unexpected bleeding or tissue injury occurred as a result of the issue. The surgeon chose not to use a backup vse instrument, opting instead for a fenestrated or force bipolar instrument to complete the procedure, which was accomplished without complication or injury. The surgeon also reported that he and other colleagues have observed recurring issues with the vse across all facilities where they practice.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The lot and sequence number of the instrument was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time.